Event description:
Follow up information identified the patient underwent ipg replacement on (b)(6 2018. The same lead was connected to the new ipg, and postoperatively, effective therapy was restored. Also, please see MFR. Report#: 1627487-2017-06284.

Event description:
Follow up information identified the physician explanted the scs system.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient may be awaiting scs system explant.